Manufacturer narrative:
. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of DHR (device history record) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hbrt (hazard based risk table).

Event description:
The user facility reported that the tr band involved balloon deflated shortly after 15cc of air was introduced. A new band was placed safely, and the patient is fine. The procedure conducted was a heart catheterization. The reported event did not result in patient injury or necessitate medical or surgical intervention. There is no direct claim that the reported device caused or contributed to a patient injury or the need for medical intervention. The patient's pre-procedural condition included chest pains. Additional information was received on 16 aug 2024: a6 french & a 6f slender device were used in the access site. It was a tang from trauma. There was no other explanation to why the device could not hold the air.